Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the back, the site was infected with pus and the blood glucose (bg) levels were high (readings not provided). The patient visited the hospital, where the site was cut opened to drain and taped with iodine to remove the infection. The patient made daily visits to the health care practitioner (hcp) to change the iodine stripes.